Event description:
It was reported that during preparing for a cysto procedure the retrieval basket failed to operate. A basket zero tip knot 2.4x4x120 basket was being prepared for use when it was noted that the device "did not work". The device would not open or close, the device was not used in the procedure and did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".